Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling at the jawline, ¿pain, sore teeth, headache, tired, and general ill feeling¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching. C. Other safety data postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported a patient was injected in the ¿jawline and ck 4¿ with 2 ml of juvéderm® voluma® with lidocaine with 1 ml ¿to cheeks.¿ approximately 2 weeks later, the patient developed swelling at the jawline, ¿pain, sore teeth, headache, tired, and general ill feeling.¿ healthcare professional feels symptoms ¿may be precipitated by generalized viral illness.¿ treatment with prednisone and keflex was given 6 days following symptom onset. Blood work was performed 6 days following treatment. Symptoms are ongoing. Healthcare professional confirmed the juvéderm® voluma® with lidocaine injected in the cheeks was non-reactive and "only jawline treated area reacted.¿